Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life and the insulin pump had been damaged and received a replace battery alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the reservoir tube side. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. No reservoir compartment damage noted. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 76.0 received the lowbatteryalert (104) on 12/20/2025 20:08:00 faster than expected at 6.17 days. Battery cycle 28.0 received the lowbatteryalert (104) on 12/05/2025 20:09:00 faster than expected at 1.36 days. Battery cycle 27.0 received the lowbatteryalert (104) on 12/04/2025 11:07:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of reservoir compartment damage were not confirmed when no damages to the reservoir compartment were noted during visual inspection. However, customer allegations of low battery life were confirmed based on battery duration failure analysis instruction: the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.